Event description:
The customer reported the system displayed a communication error and would not fully boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) and the real time operating systrem (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.